Event description:
Three m precise pgx 35w stapler would not fire. There were numerous loose staples noted in the packaging. This item was included in a medline plastic major pack. Diagnosis or reason for use: surgical procedure. Event abated after use stopped or dose reduced, no.